Manufacturer narrative:
(B)(6). The field service engineer (fse) reset fl4 and fl5 but the issue was not resolved. The fse switched the fl1 and fl2 board with the fl4 and fl5, and the drifting appeared on fl1 and fl2. This confirmed malfunction of the fl4 and fl5 boards (tarpon xl amp board), which were replaced to resolve the issue. (B)(4).

Manufacturer narrative:
Further evaluation of the reported malfunction was conducted. The probability that the malfunction will lead to erroneous results released from the laboratory was determined to be "highly unlikely." The population shift(s) may cause erroneous results, however the issue presents aberrant population positioning in the data plot(s) which is obvious to the user and would be observed upon data review as required per product labeling. Therefore the results are not expected to be believable. Per the instruction for use for the fc500 flow cytometer, users are required to review all data plots prior to sample acquisition, during sample acquisition and also post acquisition and prior to reporting patient results. Based on this evaluation, the malfunction was determined to be not reportable, as the malfunction is highly unlikely to cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
A beckman coulter field service engineer indicated that the fl4 and fl5 signals on the cytomics fc 500 mpl flow cytometer were drifting during flow check. Patient samples were not processed during this event. There was no report of death, injury, or change to patient treatment in connection with this event.